Event description:
It was reported that the pump's screen unexpectedly went blank and the led was not blinking. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose by administering a bolus via the pump without requiring assistance from a third party. Technical support explained that the shutdown was due to a fuel gauge fluctuation issue and instructed the customer on resetting procedures for the pump. Furthermore, the customer was informed that this issue has been resolved in a software update, and they acknowledged the information provided.